Manufacturer narrative:
Other, other text: returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device yes, customer's stated problem was verified. The device failed downstream occlusion high pressure calibration test during functional tests. It was found that the downstream occlusion sensor was inoperabled and the root cause of the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited ?cassette not properly attached alarm." No reported adverse effects.